Event description:
During the device evaluation, it was observed that the subject device exhibited debris that could potentially fall into the body, and a chip was noted in the adhesive area surrounding the acoustic lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, for debris may fall into the body the most probable cause of the complaint was not established and for chip in adhesive area around acoustic lens the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.